Event description:
See manufacturer report 2032545200701465. The hcp reported that while placing a bravo ph monitor, the handle broke and the capsule would not deploy from the delivery system. This was the second attempt on the same patient and the procedure was aborted. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further inforamtion is received or the device returned, a follow-up medwatch report will be sent.